Manufacturer narrative:
Internal report (B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference or user reused test strip or user's test strip had poor fill.

Event description:
Consumer complaint of low blood results. Expected blood glucose results after meals range around 180 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed during call non-fasting ((B)(6) 2015; 2:40pm) with result of 120 mg/dl and 133 mg/dl. Verified storage of test strips is within instructed specification. Test strip lot MFR's expiration date is 10/16/2017 and open vial date is approximately (B)(6) 2015. Recall test results performed from meter memory: memory 1:111mg/dl (B)(6) 2015 08:43am fasting: yes; memory 2:101mg/dl (B)(6) 2015 08:30am fasting: yes; memory 3:135mg/dl (B)(6) 2015 05:24pm fasting: no; memory 4:164mg/dl (B)(6) 2015 05:00pm fasting: no; memory 5:80mg/dl (B)(6) 2015 02:17pm fasting: no. Based on the customer's expected blood glucose results of 180 mg/dl and the lowest result recalled from meter memory of 80 mg/dl; the complaint is reportable - zone b/c. Adverse event not reported.